Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("then bleeding three weeks later") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and depressed mood ("problems, doctors could not connect to the inserts, they thought I was depressed or worse"). On an unknown date, 3 weeks after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and depressed mood ("problems, doctors could not connect to the inserts, they thought I was depressed or worse"). The patient was treated with surgery (total hysterectomy and salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the genital haemorrhage and depressed mood outcome was unknown. The reporter considered depressed mood and genital haemorrhage to be related to essure. The reporter commented: I had the essure insertes for 7 years with all of the problems , that go with them and that none of the doctors could connect to the inserts. They thought I was depressed or worse the list of device similar incidents contains essure reports received by (B)(4) and older cases received by (B)(4) with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(6) cases. (B)(4) is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.